Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was alleged to be inaccurate. Reportedly, the cgm blood glucose (bg) reading was 95 mg/dl, and the meter bg reading was in the 500's mg/dl. The customer went to the emergency room (ER) and was subsequently hospitalized with an elevated blood glucose (bg) level of 590 mg/dl. Customer was treated with a intravenous fluids of saline and insulin to address the elevated bg. Reportedly, the customer was released on (B)(6) 2025 where no permanent damage was identified. System check with tandem technical support confirmed the pump was functioning as intended. No additional information was provided.